Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of perforation ("organ perforation") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of penicillin allergy, allergic reaction to analgesics, shellfish allergy, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced perforation (seriousness criteria medically important and intervention required), peritoneal fibrosis ("scarred peritoneum") and pelvic pain ("chronic pel"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy,right ectopic extrauterine removal). The reporter considered pelvic pain, perforation and peritoneal fibrosis to be related to essure administration. The reporter commented: non drug treatment -right ureterolysis, ovariolysis and salpingolysis, cystoscopy. Peritoneum was noted to be distorted, puckered and scarred in this region, the right ureter was pulled medially towards the coil and right the right (as written) ovary and fallopian tube were scarred medially to the uterosacral ligament. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): one coil in the left cornua with other coil found on xr to be in the right pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: patient information updated .reporters added. Medical history and lab data added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced perforation (seriousness criteria medically important and intervention required), peritoneal fibrosis ("scarred peritoneum") and pelvic pain ("chronic pel"). The patient was treated with surgery (essure removal (B)(6) 2024). The reporter considered pelvic pain, perforation and peritoneal fibrosis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced perforation (seriousness criteria medically important and intervention required), peritoneal fibrosis ("scarred peritoneum") and pelvic pain ("chronic pel"). The patient was treated with surgery (essure removal (B)(6) 2024). The reporter considered pelvic pain, perforation and peritoneal fibrosis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.